Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malf 16, and the issue was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery continuity. A replacement pump was arranged by customer technical support, and the customer expressed interest in obtaining an out-of-warranty loaner pump.